Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device displayed a black screen and was offline. The customer attempted to reboot the station and changed the power outlet; however, the issue persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen and offline. A field service engineer identified that the main pyxis bus ribbon cable had made contact with a sharp metal edge. Fse applied electrical tape to insulate both the metal edge and the ribbon cable, tested all pockets in hardware test application (hta), and the user was able to successfully recover all drawers, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.